Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged, and the pump battery intermittently could not be charged. Additionally, it was reported that the pump touch screen was unreadable. Customer declined additional follow-up from tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.